Event description:
Information was received indicating that the balloon to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was misaligned with the patient's windpipe. There were no reported adverse effects.